Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their receiver was showing out of range signal. There was no report of injury or medical intervention. No additional event or patient information is available.